Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced high blood glucose of 463 mg/dl. The customer stated that they had disconnected from the insulin pump because they went out of town and forgot to take supplies. The customer had reconnected and checked their blood glucose, but the reading was not transferring over to the insulin pump. The customer was assisted with reprogramming the meter into the insulin pump. The customer treated with the insulin pump troubleshooting was not performed. The product will not be returned for analysis.